Event description:
The manufacturer received information alleging a ventilator was not providing pressure or flow and was alarming for low inspiratory pressure. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The unit was disassembled, and the foam of the inlet air path assembly was observed to be peeled off and it occluded the blower. The device's inlet airpath assembly needs replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was not providing pressure or flow and was alarming for low inspiratory pressure. The device was not in patient use. Problem code has been corrected/updated in this report.